Event description:
On (B)(6) 2016 complaint #: (B)(4) was received for lifecodes donorscreen-hla ds I and ds ii quickstep 90 sample run only required 1 conjugate should require 2 conjugates. Customer is concerned about the validity of the runs. On (B)(6) 2016 the r & d quickstep was set up to run 90 samples and one botle of conjugate (2 substrate) were required by the system. When 91 samples were set up, the system required 2 bottles of conjugate.